Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective power supply. Correction: replaced power supply.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: loss of external power.